Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device : the field service engineer (fse) replaced the drive manifold. Additionally, the fse replaced the safety disk and tidal disk as part as routine pm service. The fse then completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country), h6 ( type of investigation, investigation findings, investigation conclusion, component code).